Manufacturer narrative:
Visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.23¿ in length. The break occurred at the first proximal tooth valley. The inner assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the third proximal valley while moving in a counter clockwise direction which resulted in the observed break. The failure mode in the complaint sample could not be reproduced using non-complaint samples. The areas of the device that are in question are supplied material components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
The customer reported the blade tip broke during an endoscopic sinus surgery. It was reported that no fragment(s) remained in the patient's body. There was no patient injury.